Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012494597 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The returned native dilator and lab test native dilator could not be fully inserted into the sheath. The borescope imaging confirmed a ribbed inside the shaft restricting dilator from advancing. In conclusion, the sheath failed the returned product inspection due to the kinked side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sheath, the dilator would not advance into the sheath. The issue occurred when attempting to advance the steerible sheath into the sheath, as it would not pass the handle. The same issue was observed with the native dilator. The sheath was replaced, resolving the problem. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.